Event description:
An abbott (B)(4) reports from the customer site that the architect ca 19-9xr assay is generating discrepant results between the lab's current architect i2000 analyzer and a newly installed architect i1000sr analyzer. The tas performed method comparison studies and noted that the i1000sr analyzer generates higher results than the i2000 analyzer . For example, one patient sample (patient (B)(6)) generated results as follows (units of measure are u/ml): sid: (B)(4), i1000sr: 58.59, i2000: 49.85. The results were generated using reagent lot 08849m500 on both analyzers. No impact to patient management was reported.

Manufacturer narrative:
(B)(4): no consequences or impact to patient; high test result. Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.